Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device had a missing connector. The asp confirmed with the customer, that the connector had been found and in fact was not missing any longer. The device was confirmed to be operating as intended and no issue was found with the device. Based on the information available and the testing conducted we were unable to replicate the reported problem as the connector had been found. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.